Event description:
The manufacturer was notified that a ds2adv auto CPAP device emitted a burning wire odor through the patient¿s mask, and the humidifier had stopped functioning. The patient requested compensation but was informed that a replacement device could be provided instead. The device was returned to a third-party service center for evaluation. During the evaluation of the device, the third-party service center visually inspected the device and found error codes e-24 (e024: err_motor_speed_reverse) and e-250 (e250: err_barometric_comm) due to failed pca components. In addition, the blower box, iso port, outlet seal was contaminated, the display was scratched, and the usb cover was missing. The customer's complaint was not valid. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.